Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing and oversensing during tachycardia episodes. It was noted that the patient was experiencing seizures at the time of the event. The icm remains in use. No patient complications have been reported as a result of this event.